Manufacturer narrative:
Taper protector sleeve was opened and used on the stem, but was later difficult to remove. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Depuy orthopaedics, inc. Issued a voluntary device correction of all lots of the reclaim® taper sleeve protector instrument because the product can be difficult to remove from the distal stem both before surgery and after proximal reaming. The immediate remedy is for all users to discard the affected taper sleeve protector prior to stem implantation. No further corrective action is found necessary. (B)(4).

Event description:
Taper protector sleeve was opened and used on the stem, but was later difficult to remove.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Depuy orthopaedics, inc. Issued a voluntary device correction of all lots of the reclaim® taper sleeve protector instrument because the product can be difficult to remove from the distal stem both before surgery and after proximal reaming. The immediate remedy is for all users to discard the affected taper sleeve protector prior to stem implantation. No further corrective action is found necessary. Monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.